Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic abscess ('abscess'), ovarian disorder ('1 bad ovary removed') and oophorectomy ('oophorectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), ovarian disorder (seriousness criterion medically significant) and hyperthyroidism ("hyperthyroidism") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal and ovary removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic abscess, ovarian disorder and oophorectomy outcome was unknown and the hyperthyroidism had resolved. The reporter considered hyperthyroidism, oophorectomy, ovarian disorder, pelvic abscess and uterine perforation to be related to essure. The reporter commented: patient's hyperthyroidism went away once coils and one bad ovary removed, at least according to blood tests. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, ovarian disorder and hyperthyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- event medical device removal was replaced by perforation and new events abscess, oophorectomy were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("mine went away once coils removed") and ovarian disorder ("1 bad ovary removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), ovarian disorder (seriousness criterion medically significant) and hyperthyroidism ("hyperthyroidism"). The patient was treated with surgery and surgery (ovary removed). Essure was removed. At the time of the report, the medical device removal and ovarian disorder outcome was unknown and the hyperthyroidism had resolved. The reporter considered hyperthyroidism, medical device removal and ovarian disorder to be related to essure. The reporter commented: patient's hyperthyroidism went away once coils and one bad ovary removed, at least according to blood tests. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, ovarian disorder and hyperthyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("mine went away once coils removed") and ovarian disorder ("1 bad ovary removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), ovarian disorder (seriousness criterion medically significant) and hyperthyroidism ("hyperthyroidism"). The patient was treated with surgery and surgery (ovary removed). Essure was removed. At the time of the report, the medical device removal and ovarian disorder outcome was unknown and the hyperthyroidism had resolved. The reporter considered hyperthyroidism, medical device removal and ovarian disorder to be related to essure. The reporter commented: patient's hyperthyroidism went away once coils and one bad ovary removed, at least according to blood tests. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, ovarian disorder and hyperthyroidism. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.